Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that half of the image disappeared. During troubleshooting fse found that issue was with dual link dvi converter tx+rx. Fse replaced dual link dvi converter tx+rx. After that system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that half of the image was disappearing. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.